Event description:
While treating this patient with ecp - had #45 - red cell pump alarm at 335ml, 1307ml & 1342ml wbp. Decreased collect rate to 25ml/min & return rate to 30ml/min. After 3rd alarm - lowered wbp to 1307ml to initiate early buffy collection. Reported to therakos who did not want the kit sequestered.